Manufacturer narrative:
The end user reported that the burns to her and her boyfriend were self-treated at home. The tdxsp2 powerchair has been returned to invacare. An evaluation of the device is in process. The cause of the issue has not been determined at this time. It is unclear what/if any malfunction of this device caused this incident. This record is being filed in an abundance of caution due to the device being related to the alleged fire event. Once the device evaluation is completed, a supplemental record will be filed.

Event description:
While at work, the end user noticed the joystick cable on the tdxsp2 powerchair was loose and smoking at the connection to the joystick. She plugged the cable back in and stated the joystick cable was now on fire. Her co-workers ran in and attempted to put out the fire with water. At no point was she removed from the powerchair. She received a minor injury to her arm which did not require medical care. Once back home, her boyfriend tried to do repairs on the cable of the joystick, and he got a minor burn on his thumb.

Manufacturer narrative:
The tdxsp2 power wheelchair has been evaluated by invacare and a 3rd party expert. It was confirmed that the wire strands in the cable going to the joystick shorted out. Testing conducted by replacing the failed cable with an exemplar cable and powering up the system revealed, the issue was likely isolated to the cable and not related to the remote or power module. Also, the damages observed indicate that the protective circuitry in the remote and the power module kept this failure from spreading further into the system. The four-pin connector on the cable that connects to the joystick were found to not have any damage. There were indications of heat at the rear of the joystick, but the connector was intact. The connector strain relief and the remote cable jacket experienced internal heating and melting for approximately 4.25 inches of length from the joystick. This heating and resulting melting were caused by dc current provided by the batteries having been conducted from the positive conductor to the negative conductor, likely initially through damaged insulation around both of the conductors. The x-ray images taken show the connector pin housing, with the metallic female pins, is bent or deformed away from its connection with the strain relief where the two components were previously mated in an aligned configuration. The most likely cause of this thermal event and resulting flaming combustion was tensile and side loaded (force applied) that caused physical deformation within the connector that broke conductor strands and damaged the two power wires¿ insulation and created a ¿short circuit¿ between the powered conductors. With the information provided, this does not appear to be a manufacturing issue.

Event description:
While at work, the end user noticed the joystick cable on the tdxsp2 powerchair was loose and smoking at the connection to the joystick. She plugged the cable back in and stated the joystick cable was now on fire. Her co-workers ran in and attempted to put out the fire with water. At no point was she removed from the powerchair. She received a minor injury to her arm which did not require medical care. Once back home, her boyfriend tried to do repairs on the cable of the joystick, and he got a minor burn on his thumb.